Event description:
During pta to the anterior tibial artery, it was reported that the balloon would inflate and then would slowly deflate, it would not hold dye when inflated. The user believes the unit had a pinhole, but did not confirm this. The procedure was completed with another product. There was no reported patient injury. No additional patient or procedural information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15041587 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.